Event description:
It was reported that the short interval count was 938, which could indicate oversensing, and the patient received one inappropriate shock. It was noted that the pocket was large and the device had a lot of movement. The patient has large breast implants and when she lies on her side, the implants and device are pulled to that side. The technical consultant stated that there was a probable lead fracture. Lead fracture was further reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 1001 and all counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system. (B)(4) distal conductor fractured, defib conductor distorted, outer tubing overlay melted, and blood noted on several conductors and helix mechanism; full lead in segments returned and analyzed.